Manufacturer narrative:
Actual used unit was not returned. Unused samples were returned and evaluated. Units all functioned appropriately when used per labeling instructions. Contacted one phlebotomist at site, who reported she used the product incorrectly (twisted clockwise). Additional product use follow-up revealed other phlebotomists were using product incorrectly also. Customer has been advised of correct method of use for the device and has stated phlebotomists will be retrained in the proper use of the device. Eval revealed user error resulted in device malfunction. That this report may be based upon ino not yet verified by co to be complete and accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by sherwood davis and geck that one of its products has caused or contributed to a death or serious injury or that one of its products has malfunctioned.

Event description:
Customer reports, 8-10 instances of the device jamming and not unseating the needle. On 8/1/96 an employee sustained a needlestick. The needle disengaged and when the holder was pulled back, the needle came back out and stuck the employee in the back of the finger. The employee received needlestick treatment and is in fine condition.